Event description:
The device was used during a v.a.t.s. Procedure. The staples were not formed. The surgeon used a new device to complete the case. There was no pt consequence.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath* thoracic endoscopic linear cutter with safety lock on 4/28/97 while performing a v.a.t.s.. The product complaint analysis team has completed its investigation on the device which was returned to co with product inquiry #973555. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position, unfired; cartridge condition, unfired; cartridge return batch number, j00g3j and instrument number, 63. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, broken; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than inidcated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.